Event description:
Skin closures do not adhere to the incision site even when other adhesive is placed on skin. Skin closures subsequently fall off prematurely before the incision has healed properly.